Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for filter placement prior to a left total knee arthroplasty due to prolonged immobilization. The patient was placed in supine position and prepped and draped in sterile fashion. The right common femoral vein was accessed and the filter delivery sheath was advanced to the level of the renal veins and the filter was deployed uneventfully. The patient was hemodynamically stable at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were provided. Medical records were provided. The investigation is inconclusive for the alleged unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 15 weeks post vena cava filter deployment, an attempt to retrieve the filter was allegedly unsuccessful. Reportedly, approximately 19 weeks post deployment; during a subsequent removal surgery, some portion of the filter was allegedly found to be embedded. The patient status was not provided. New information received: medical records were received and reviewed. The patient was scheduled for filter placement prior to a left total knee arthroplasty. The right common femoral vein was accessed and the filter was deployed uneventfully. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 15 weeks post vena cava filter deployment, an attempt to retrieve the filter was allegedly unsuccessful. Reportedly, approximately 19 weeks post deployment; during a subsequent removal surgery, some portion of the filter was allegedly found to be embedded. The patient status was not provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that tilted. The device was removed percutaneously after an attempted but unsuccessful removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months later, inferior vena cavogram was performed for inferior vena cava filter removal which showed through the right internal jugular vein approach, an 8-french sheath, 45 cm in length, was advanced over the wire through the inferior vena cava filter into the distal cava. Cavogram was performed demonstrating no evidence of thrombus formation. The filter hook was tilted to the left. A snare was placed, and many attempts were made to engage the hook, but was unsuccessful. The hook was incorporated. Subsequently, a second internal jugular vein access was obtained, and a sheath was advanced into the inferior vena cava just above the filter. Through the first sheath, tip deflecting wire was advanced and the hook was attempted to be free but was unsuccessful. The second sheath was upgraded to a 16-french sheath to remove this filter on its side. The patient's heart rate at the beginning of the procedure was about 95 and with some arrhythmias. The patient started getting tachycardic with heart rate in the range of 135 and upto 140. At this point, we decided to stop the procedure and reschedule it since the patient was having tachycardia and arrhythmias. The wires were straight from the right internal jugular vein into the cava and there were no coiling in the right atrium to cause this arrhythmia. After a couple of attempts, it was clear that this procedure was not going to be a fast procedure, it was decided to terminate the procedure. Sheaths were removed and manual pressure was applied until hemostasis. The patient remained tachycardic and slightly hypertensive. The patient was given betablockers, which eventually brought the heart rate to baseline at 90-100. The patient was then discharged after two hours in stable condition. The patient will be rescheduled for removal of this inferior vena cava filter. After one month, inferior vena cava filter removal was performed which showed a 21-gauge micropuncture kit needle was used to gain access into the right internal jugular vein. An 0.018-inch wire was threaded centrally, and 3-4 dilator was placed. Through the 4-french dilator, an amplatz wire was placed into the right common iliac vein and a 5-french pigtail catheter was advanced into the left common iliac vein and into the left common femoral vein. A venogram was performed revealing the left common femoral external iliac, common iliac and inferior vena cava to be widely patent. The catheter was then placed into the right common femoral vein and venograms were performed revealing no evidence for common femoral vein, external iliac vein or right common iliac vein thrombus. At this point, it was decided to remove the filter. Given that the patient previously had an attempt at winter haven hospital, and the filter was noted to be embedded, we proceeded directly to a 16-french sheath. This was placed over a wire and through this, a 9-french 55 cm sheath was placed. Multiple obliquities were performed to try to demonstrate where exactly the filter head was embedded in the caval wall. It appeared to be tilted anteriorly and was seen in the best view on lateral projection. Multiple attempts were made at using a reversed curve catheter and wire combination to get between the neck and the caval wall. On several occasions, we felt that we had gotten between this little space and had placed an 18-30 ensnare device through the sheath, but each time we grabbed the guidewire, the snare came off the wire. At this point, we took the 9-french sheath out and just used the 16-french sheath to see if we could snare the tip of the filter off the caval wall. The same thing happened with the wire slipping off the ensnare device. At this point a rat-tooth forceps was advanced through the 16-french sheath and through the 9-french sheath. The 9-french sheath a curve placed on it. We pulled the filter so that it was oriented perpendicular to the cava. At that point, the 9-french sheath was removed, and the rat-tooth forceps were placed back through the 16-french sheath and the neck of the sheath was grabbed with the rat-tooth forceps and the filter was pulled through the sheath. A postprocedural venogram revealed a small amount of venospasm, but no evidence for extravasation. There was no thrombus. The sheath was removed, and hemostasis achieved with manual compression. Overall, the patient tolerated the procedure well without immediate symptomatic postprocedural complication. Therefore, the investigation is confirmed for the alleged filter tilt and retrieval difficulties. Based on the available information the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 08/2014). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.